Event description:
Technician reported returned from vacation with several reports of achieve failures. Same lot number on all cases, (there were no problems with first order). On 8/24/99 she assisted a radiologist on a breast biopsy: the first breast, they took four samples with no problems. On the second breast, the needle fired and when withdrewn, there was no sample and the notch was open. The cannula did not fire. She said that with another needle, they were able to complete this case. The other cases indicated this same failure. As well as the needle firing, removing the needle and there would be no core in the notch (in these cases both the stylet and cannula had fired. Tech stated that the doctors really like this needle and that she was forced to order another needle from another company until this is resolved.